Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - lost trigger. Findings/action taken: cut in ECG cable, exposed wires.